Event description:
The device was found broken more than two months following implantation. There is no indication that this event required any medical or surgical intervention relating to the report of post-op breakage.

Manufacturer narrative:
Conclusion: implantation studies indicate that coated vicryl suture retains approx 75% of its original breaking strength at two weeks post implantation. All of the original breaking strength is lost by five weeks post implantation and the absorption of coated vicryl suture is essentially complete between 56 and 70 days post implantation. This event was noted more than 10 weeks following implantation at a time when no breaking strength nor suture product would be expected.